Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight due to water retention and the patient had developed a skin irritation. It was reported that the patient's skin was raw under both breasts. The irritation was being treated at the hospital with nystatin. Follow-up indicated that the skin had gotten better and was still under care at the hospital.